Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was replacing the reservoir and infusion set when the insulin pump was stuck in the loop of the fill program. Customer's blood glucose was 13.3 mmol/l. The pressure in the pump was so high that bottom part of the pump exploded. Customer was advised that a replacement pump will be sent.

Manufacturer narrative:
The motor rewind properly, however pump was unable verify for prime/fill anomaly and perform basic occlusion, occlusion, prime, excessive no delivery, unexpected restart test and displacement test due to detached end cap. The insulin pump passed self-test and all operating current measurement was normal. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, cracked pump belt clip slot, missing end cap sticker and detached end cap.